Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   The device was evaluated in the field and the issue was confirmed; there were broken/damaged and worn components.  The device was repaired and returned.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported that there was reduced brake force, and the steer was difficult to engage/disengage. There was no patient involvement.